Manufacturer narrative:
Findings: intermittent button response due to flattened act button dome switch. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. (B)(4).

Event description:
It was reported that the keypad of the insulin pump was non-responsive. Customer's blood glucose value at the time was 136 mg/dl. Advised the insulin pump would be replaced. No additional information is provided.